Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00198 on 01jul2020. Correction: in section d4, the unique device identifier (UDI) is unknown. Initially, it was listed as (B)(4).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the uninterruptible power supply (ups). There was no cable break or short circuit detected. Electrical safety check of the device passed, and the system was fully operational. Siemens concluded that the cause of the issue was an excessive amount of dust inside the unit which would overheat the components or premature component failure. Both conditions would lead to a component failure inside the ups. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from the uninterruptible power supply (ups) of their dimension xpand plus hm instrument. The customer powered down the instrument. There are no known reports of patient intervention or adverse health consequences due to the event.